Event description:
Customer called to report that there are missing bolus data from the history file of the insulin pump. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No data available due to insulin pump received without a battery installed. Unable to verify bolus anomaly and history anomaly in the download history file or on carelink pro. However, insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and was listed in the bolus history screen. Insulin pump then was uploaded using care link pro. All data was listed in the daily detail report. No bolus anomaly or history anomaly noted. Insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. Insulin pump had scratched case, scratched reservoir tube window, cracked reservoir tube lip and minor scratched display window.